Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received one photo from the customer facility for investigation. Based on the evaluation of the photos, bd observed that the tube was missing a label. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the label of a bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium citrate (13x100 mm / 4ml), wasn't printed properly. No serious injury or medical intervention reported.